Manufacturer narrative:
Ge healthcare has completed its investigation into the overhead tube suspension (ots) user interface (uif) console thermal event. The failure was determined to be the result of a single manufacturing defect originating at the supplier. Analysis of the returned ots uif identified that all four mounting screws securing an internal circuit board had not been properly tightened and one of the screws fell out. The loose fastener that fell created a near short circuit condition which, under continuous power input, led to sustained overheating and ultimately caused a localized fire within the console. As a corrective action, the supplier has implemented the application of a torque stripe to each mounting screw following torque application during console assembly. The torque stripe provides a visual indicator confirming that the screw was properly torqued during manufacturing. Any break, displacement, or misalignment of the stripe will indicate potential loosening and will prompt further inspection. No additional corrective or preventive actions are required at this time.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation has been completed. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs beijing: west area of building no.3, no.1 yongchang north road, beijing economic and technological development area, beijing, 100176, china.

Event description:
On 15-nov-2025, the customer reported observing a small thermal event during operation of their discovery xr656 system. The thermal event burned through the cover of the overhead tube suspension user interface, exposing visible flames inside the component. The hospital staff immediately contacted the local fire department, which extinguished the fire. There were no injuries due to the thermal event.